Event description:
It was reported that upon interrogation of the device, loss of capture, high pacing lead impedance, and inappropriate shock due to oversensing of noise were observed. Hv therapy was disabled until device change out was scheduled. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate shocks due to noise and high rv pacing lead impedance were confirmed via stored egms and impedance measurement trends. The device was tested on the bench and using automated testing equipment and no anomalies were found. The root cause of the noise and high pacing lead impedance measurements could not be determined.